Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, measurement of the leads sensing and pacing values were performed via bluetooth telemetry. During measurement, there was a time delay between the surface ECG and the leads iegm's, although all measurements were within normal range. The telemetry was changed to inductive and there was no longer any delay between the egm's. The programmer was rebooted, and with bluetooth telemetry, the egm's were now in sync. The patient was in stable condition.